Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was ranging from 46 mg/dl to 440 mg/dl at the time of incident. Another blood glucose value was for 31 mar 2022 440 mg/dl ,58 mg/dl and (B)(6) 2022 404 mg/dl ,64 mg/dl and (B)(6) 2022 46 mg/dl, 380 mg/dl the customer did not experienced any symptoms of low blood glucose event. The customer was treated with food for low blood glucose event. It was unknown whether customer used auto mode at the time of incident. Insulin pump also had a crack on the back of the it. Troubleshooting was performed. The device will not be returned for analysis. No further patient complications were reported.